Manufacturer narrative:
A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages, error 0014 calibration data zig zag is caused when the calibration curve rates are not in ascending order. The solution for the customer is to repeat the calibration. The most probable cause of the reported issue was due to operator error during loading of calibrators on the instrument. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2018, a customer reported receiving error 0014 calibration data zig zag for progesterone iii on their aia-360 instrument. The customer faxed the calibration print out to the technical support specialist. The calibration showed zig zag error and bad precision. The customer did not have another set of progesterone iii calibrator. Therefore, the tss group ordered another set of calibrators to be delivered to the customer. This error resulted in delayed reporting of progesterone iii patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. The customer received the new calibrator lot and repeated the calibration procedure on the instrument. The calibration was successful and the controls were within range.